Event description:
Meter was set to the incorrect unit of measurement (uom). The pt thinks that the meter was set incorrectly two days prior to contacting lfs. The pt changed the battery at the pharmacy and since then noticed that the meter had been displaying inaccurate readings. The pt visits his physician on a weekly basis and gets a lab test done each time. His physician changes his medication based on the lab reading. The pt was not treated at the physician's office. The pt was unable/unwilling to verify his readings prior to visiting the physician. The meter was previously set to the correct unit of measurement and the pt does not recently recall going into the meter settings. Customer services sent the pt a replacement meter.